Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. There was no image present due to a faulty charged couple device unit. Additionally, it was noted that the cable was shorted and causing intermittent noise and while lines on the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was not presenting an image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a different camera head. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.